Event description:
Procedure performed: lap cholecystectomy. Event description: I was on this clinic this morning with my manager to follow up with a surgeon who had a cer few weeks ago. We first did a lap hysterectomy, the surgeon used our clip applier to secure the hemostasis during the procedure and everything went good. Then, we did a lap cholecystectomy using our clip applier. After having properly skeletonized the cytic duct and the cystic artery, the surgeon introduced the clip applier through a 5mm kii trocar (ctf03) and placed a clip on the cystic duct. The clip was not closed properly. The surgeon took it out and placed another one which immediately crossed. We observed that the clips derailed from the jaws of the applier and did not ensure a good closure, nor a good placement of the clip in the desired position. He took the clip applier out and ask for another one. The damaged clip applier and the two clips are available at the pharmacy for being returned and further investigation. Please find attached pictures of the jaws where we can see that the flat piece of metal inside if the jaws is folded/damaged. The surgeon squeezed the handle plastic-to-plastic, no clip over another. The surgeon placed the clip applier aside and ask for another one. With the new clip applier ca500 same lot number, he performed the procedure without any trouble. The surgeon had a grasper left hand to hold on the gallbladder and used the clip applier right hand. Intervention: change of device. Patient status: ok.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the evaluation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of scissored clips. Visual inspection noted that the channel support assembly (csa), a metal component in the shaft, was damaged. Based on the evaluation of the returned unit, it is likely that the reported event was caused by the damaged csa. This damage likely resulted from the component being caught within the jaws and was damaged when the device was inserted through the trocar or actuation of the trigger.

Event description:
Procedure performed: lap cholecystectomy. Event description: pictures available in attachments. I was on this clinic this morning with my manager to follow up with a surgeon who had a cer few weeks ago. We first did a lap hysterectomy, the surgeon used our clip applier to secure the hemostasis during the procedure and everything went good. Then, we did a lap cholecystectomy using our clip applier. After having properly skeletonized the cytic duct and the cystic artery, the surgeon introduced the clip applier through a 5mm kii trocar (ctf03) and placed a clip on the cystic duct. The clip was not closed properly. The surgeon took it out and placed another one which immediately crossed. We observed that the clips derailed from the jaws of the applier and did not ensure a good closure, nor a good placement of the clip in the desired position. He took the clip applier out and ask for another one. The damaged clip applier and the two clips are available at the pharmacy for being returned and further investigation. Please find attached pictures of the jaws where we can see that the flat piece of metal inside if the jaws is folded/damaged. The surgeon squeezed the handle plastic-to-plastic, no clip over another. The surgeon placed the clip applier aside and ask for another one. With the new clip applier ca500 same lot number, he performed the procedure without any trouble. The surgeon had a grasper left hand to hold on the gallbladder and used the clip applier right hand. Intervention: change of device patient status: ok.